Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt report his pdm generated a hazard alarm and that his parent gave him a manual injection of insulin which cause his blood glucose to measured at 46 mg/dl. He was then taken to the hospital. He did not provide any further info regarding the hospitalization or his treatment.